Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during lab tests. Failure was localized to j1 pin 5 which was found to be broken while pin 3 and pin 6 were found to be permanently compressed .

Event description:
While at the bench for evaluation, the technician observed the battery pins were broken. There was no reported patient involvement.